Manufacturer narrative:
Concomitant products: enlw1616c95ee, sn unknown, expiration date: unknown, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that post the index procedure there an infection at the right groin access site leading to a new hospitalization. The event resolved. Per the investigator, the event was not related to the device and but was related to the procedure. No additional clinical sequelae were reported and no further information is available.